Manufacturer narrative:
(B)(4). Concomitant medical products: 00434903611, glenosphere 36 mm diameter, 63606546. 00434906506, retentive poly liner plus (+) 6 mm offset 36. Mm diameter 65 degree neck angle, 63295422. 00434901013, humeral stem 10 mm stem diameter 130 mm stem length, 63662474. 00434903909, humeral stem spacer size 9, 63896767. 0104223033, anatomical shoulderâ?¢ reverse, screw system, 4.5-33, 2857358. 0104223042, anatomical shoulderâ?¢ reverse, screw system, 4.5-42, 2865695. The investigation is progress. Once the investigation is complete a follow up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-05851, 0001822565-2018-05852, 0001822565-2018-05853, 0001822565-2019-02011. [Mw5079657].

Event description:
It was reported that the patient underwent a previous right revision shoulder arthroplasty for dislocation. Subsequently, the patient was revised due to dislocation and instability approximately nineteen (19) days post-op. Surgeon mentioned there was possible infection and removed all the products and placed an antibiotic cement hemi-arthroplasty.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: two units prbcs transfused. Received information will not change previous root cause. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were corrected: b3 the following sections were updated: a4, b4, b5, b6, b7, e1, e2, e3, g3, g4, g7, h2, h10 if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a previous right revision shoulder arthroplasty for dislocation. Subsequently, the patient was revised due to dislocation and instability approximately nineteen (19) days post-op. Surgeon mentioned there was possible infection and removed all the products and placed an antibiotic cement hemi-arthroplasty. No additional information is available.

Manufacturer narrative:
The complaint was confirmed based on the medical records provided stating turbid fluid was seen and x-rays review stating dislocation. The device history records were reviewed and no deviations/ anomalies identified. A definitive root cause cannot be determined. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.